Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin over the past month and at the time of the call. During troubleshooting with tandem technical support, the customer loaded a new cartridge and was able to receive an accurate fill estimate. The customer blood glucose (bg) level for this reported event was 300 mg/dl but contact was unsure if other factors are involved. Additionally, the contact reported the customer had experienced high blood glucose levels over the last month. The customer's blood glucose was >400 mg/dl. The customer indicated that a correction bolus was delivered with pump to address high bg. The contact believes that a bolus was missed and is not reporting any issues with the pump.